Event description:
Pt was revised to address poly wear of the patella. X-ray showed patella in alta position.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approximately sixteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should the product and/or add'l info be received, the investigation will be re-opened.